Event description:
Ous MDR - after an implantation time of 33 months, artifact signals were detected. No deterioration of the pt's state of health was reported. The device was explanted.

Manufacturer narrative:
Ous MDR.